Manufacturer narrative:
(B)(4). The device has been requested to be sent to bbm (B)(4) for evaluation. A follow up report will be provided after the device is received and the examination results are available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): power cable and docking station insulation fault.